Event description:
During a maintenance inspection, it was reported that the device had no ECG output via the quik combo therapy cable. The device was reported to display only "triangle waves". There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio control evaluated the device and verified that it failed to analyze the rhythm. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.